Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the french guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On hold for kd 3.11 olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device. [First time; (B)(6), 2020] -aerobic microorganisms at 2 days (7 cfu/100ml), aerobic microorganisms at 3 days (7 cfu/100ml), aerobic microorganisms at 5 days (7 cfu/100ml) as a result of the analysis, enterobacteries were detected. [Second time; (B)(6), 2020] -aerobic microorganisms at 2 days (<1 cfu/100ml), aerobic microorganisms at 3 days (4 cfu/100ml), aerobic microorganisms at 5 days (4 cfu/100ml) as a result of the analysis, stenotrophomonas maltophilia were detected. [Third time; (B)(6), 2020] -aerobic microorganisms at 3 days (>124 cfu/100ml) the device had been manually reprocessed using peracetic acid. There was no report of infection associated with this report.